Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The calcified target lesion being treated was located in the severely tortuous left anterior descending (lad). The physician could not cross the lesion with a 3.5x20mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "stable." However, returned product analysis revealed stent damge.

Manufacturer narrative:
Examination identified distal stent damage. Distal stent struts rows 1 to 6 were squashed. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The midshaft and core wire were kinked immediately distal to the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)